Event description:
It was reported that review of non-sustained tachycardia events showed t-wave oversensing (twos) with small r-waves that were down from previous measurements on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.